Event description:
Reporting this event due to similar event which occurred on 2-11-99. Patient is a 32 yr old male having hemorrhoid and anal fissure surgery. Patient had cardiac arrest during procedure, revived, and diagnosed with anoxic brain injury. Patient progressing well and was discharged to home on 1-27-99, still with severe memory loss. Involved anesthesia machines evaluated.